Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device experienced a pre-syncopal event related to a vagal episode while at the dentist or related to potential early influenza symptoms and was subsequently hospitalized. When interrogated, a message was observed to check the right ventricular (rv) and left ventricular (lv) leads. Low intrinsic amplitude was observed. The patient would continued to be monitored. No further complications were noted as a result of this clinical observation.